Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 stopped during infusion. The patient was not able to get medication because it stopped infusing. The report stated that the device failure resulted in a patient seizure. No additional information is available at this time.

Manufacturer narrative:
(B)(6) is a duplicate of (B)(6) and was submitted in error. Refer to 9615050-2025-00154-00 and 9615050-2025-00154-01. Any additional updates will be provided under the above report reference number.

Event description:
Additional information was received from the customer on 25-aug-2025 stating that the report was reported in error. They are not aware of an event involving one of the ICU medical pumps that resulted in a seizure.

Manufacturer narrative:
Additional information can be found in section b5. This complaint was reported in error.

Manufacturer narrative:
Engineering determines the probable cause of the customer claiming the pump stopped during infusion is due to an infusion running on battery until the battery was empty without plugging the pump back into ac main after a low battery alarm was raised. The logs do not show excessive usage of the pump on battery nor a bad battery condition however, since the clinical logs did not log a battery level drop from level 4 to level 3, level 2 or level 0 when the abrupt power loss occurred, engineering recommends service center perform preventive maintenance test. Engineering observed that the logs do not have an infusion activity during the reported date of feb 27th. The last programmed infusion activity on the pump, as seen in the cda logs, show feb 24th. The diagnostic logs for this day recorded two (2) instances of dirty_bit/shutdown_failure detected. Engineering notes that this diagnostic is logged on the communication engine (ce) bootup when it detects the previous ce shutdown did not complete normally often indicating an abrupt power loss causing the pump to stop the current programmed infusion. The infusions listed in this analysis for feb 19th, 20th, and 21st show the pump working properly in delivering within the design tolerance. The infusion on feb 19th went on to feb 20th and the infusion was put on standby thrice before the low battery alarm. As there were no clinical logs during the reported event date of feb 27th, engineering evaluates the report as most likely based on the feb 24th incident.